Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a bumpy rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cortisone cream and antihistamines for the skin irritation as well as removing lv until area healed. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.